Event description:
The customer reported, that the unit failed to delivery the shock, when charged causing delay in defibrillation. There were no adverse affects to the pt reported as a result of device use.